Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at night time with blood glucose over 200 mg/dl. Customer declined troubleshooting high blood glucose reading because they did not feel well. Customer was hospitalized because they had high blood glucose reading. Customer had headache and gasping air. Customer was treated with insulin bolus. Customer cannot recall when high blood glucose reading started. Customer current blood glucose was 299 mg/dl. Customer blood glucose at the time of the incident was 400 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was providence hospital. Infusion set was changed on (B)(6) 2017. The infusion set was not changed every 2-3 days. There were no air bubbles or leaks. Customer did not mention if the cannula was bent. Customer reported insulin exited. Drive support was normal. High pressure test was not performed. Set will be returning for analysis. Insulin pump will not be returning for analysis. Reservoir will be returning for analysis.